Event description:
The customer reported that following a diagnostic catheterization procedure on the day before the event day a vasoseal es was deployed in the right artery and left arteries. Manual compression was held to a venous puncture site. The pt was admitted to the emergency room on the event date, complaining of right calf and leg pain. No pulses were detected. It was noted that the pt did have doppler pulses at the time of the catheterization. Hospital notes stated that "a large soft thrombus was detected". The pt received retavase and subsequently had a stroke. At the time of this report the pt was in ICU and their status was poor.

Event description:
Co were notified on 4/2001 that the pt expired on 1/2001 following complications related to a post procedure stroke.